Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-08568. During a clinic follow up, non-sustained diaphragmatic oversensing was noted on the device and non-sustained right ventricular (rv) oversensing due to noise was noted on the rv lead. No intervention has taken place to resolve the event and the patient was stable with no adverse consequences reported.